Manufacturer narrative:
(B)(4). G2: event occurred in united kingdom. H6: mechanical (g04), drill. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported that there was the head of a screw which had broken off and was stuck inside the end of the pin driver. Attempts have been made and all available information has been provided.